Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 500mg/dl and a correction bolus was delivered to address the bg level. Reportedly, the customer successfully cleared the occlusion alarms without the need to change any pump supplies. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Reportedly, the customer reverted to alternate insulin therapy for insulin therapy.